Manufacturer narrative:
(B)(4). Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photographic analysis: first picture shows the proximal part of an anvil, the jaws can be seen opened. Second picture shows a label with a lot number n9391c. Third picture shows the rsc box of an atw35. Fourth picture shows a device inside the blister. Based on the pictures alone no conclusion could be reached on how the reported event occurred.

Event description:
It was reported that during the radical resection of upper right lung cancer, after fired, found the staples malformed, which resulted in the patient bleeding. Another like product was used to stop bleeding. The patient was stable and left from hospital.